Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s current blood glucose value was 84 mg/dl. The customer experienced symptoms such as shaking, sweating and anxiety of low blood glucose value. The customer treated low blood glucose value with food. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No further patient complications were reported.